Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, serial#: (B)(4), model description:ipg kit (without pull-through tunneler) model#:sc-2218-50e serial#: (B)(4), model description:st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was explanted due to pain at the ipg site. The patient was reporetdly doing fine after the explant procedure.